Manufacturer narrative:
Additional information received indicated that the patient came in to clinic the next day to exchange the problem controller and received a new backup controller. The site has indicated that the pump remains implanted and that the controller has been received and is awaiting further analysis. Product remains implanted.

Event description:
It was reported that the patient's controller was not recognizing that "battery port one" was connected to power. The alarm "power disconnect/ connect to power" was going off. They tried connecting two different batteries and the ac adaptor. It was also reported they "were able to make a secure connection each time they tried, but the controller would not recognize the connection and the alarm would not resolve." The patient and his wife were able to swap the controllers without any problem.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The controller was not recognizing the power source on the ps1 port, as a result a "power disconnect" alarm was triggered. Other power sources were connected to the controller, however the controller failed to recognize them. The patient performed a controller exchange and the reported controller was retained by the site. Since the controller was not returned, testing and evaluation could not be performed for (B)(4). Therefore, the reported event cannot be confirmed. The root cause for "power disconnect alarm" cannot be conclusively determined as the product was not returned for testing. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. Device evaluation ((B)(4) received (B)(4) 2014). Controller - (B)(4)-1403us- expiry date: 10-31-2014. (B)(4).